Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records review was performed, and no nonconformity report was found as part of this manufacturing records review. The product was manufactured and released according to specifications. A search in complaint system revealed that no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon full insertion of an intraocular lens (iol) into a patient¿s left eye, the trailing haptic was noticed to be broken. The iol was removed and replaced. The lens is not available for return as it was discarded by the account. Another lens of the same model and diopter was used as the replacement. There were no surgical and/or medical interventions required. The patient is doing well post-op. No further information is available.

Manufacturer narrative:
Additional information: additional information received from the customer indicated that there was patient contact, but the incision was not enlarged. There was no injury to the patient. The haptic problem was noticed quickly and handled immediately. Additional was noted that the patient was (B)(6) year old. No further information was provided the following field was updated based on the additional information received: section a2: age: (B)(6) yrs. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.